Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the cause of the motor stall was unknown.

Manufacturer narrative:
Section b5 was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal bupivacaine, dilaudid (hydromorphone), and baclofen (unknown) via an implantable pump for non-malignant pain. The company representative (rep) reported that the patient was hearing the pump alarm. The company rep stated that the patient had a personal therapy manager (ptm) and it delivered a bolus and did not display any error codes. The company rep would follow-up with the patient's healthcare provider (hcp). Additional information was received from the company representative (rep) reporting that patient experienced a fall on friday and went to the hospital for x-rays. Not long after that they heard an alarm on the pump. The alarm did not recur and patient was later able to bolus. Patient was in office today and pump logs show 3 motor stalls that each recovered; all 3 happened friday late afternoon into the evening and lasted between 5-15 minutes. Patient did not have an magnetic resonance imaging (MRI) and there was no known exposure to magnets. The company rep stated that they would continue to monitor the situation.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The company representative (rep) reported that the patient was hearing the pump alarm. The company rep stated that the patient had a personal therapy manager (ptm) and it delivered a bolus and did not display any error codes. The company rep would follow-up with the patient's healthcare provider (hcp). Additional information was received from the company representative (rep) reporting that patient experienced a fall on friday and went to the hospital for x-rays. Not long after that they heard an alarm on the pump. The alarm did not recur and patient was later able to bolus. Patient was in office today and pump logs show 3 motor stalls that each recovered; all 3 happened friday late afternoon into the evening and lasted between 5-15 minutes. Patient did not have an magnetic resonance imaging (MRI) and there was no known exposure to magnets. The company rep stated that they would continue to monitor the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.